Event description:
Device malfunction: tip separation. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during a stenting procedure in an unspecified vessel, after successfully deploying the absolute stent, the tip of the delivery system broke off and was observed floating in the artery. The separated tip was successfully snared and removed from the anatomy. There was no adverse pt sequelae. Though requested, add'l info was not provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.